Event description:
Hairline crack at distal hub end of intracardiac line. Line repaired. Dates of use: (less than 1 day) in 2009. Diagnosis or reason for use: heart defect repair. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.